Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No indication that the malfunction caused or contributed to the patient's death as the patient was not wearing the device at the time of death.

Event description:
During an investigation into an urelated patient death, a reportable problem was found. Monitor sn (B)(4) failed incoming functional testing.

Event description:
During an investigation into an unrelated patient death, a reportable problem was found. Monitor sn (B)(4) failed incoming functional testing. Per review of the download data, the patient received an inappropriate treatment on (B)(6) 2019. The lifevest detected asystole at 16:40:58. The patient was in an idioventricular rhythm at 95 bpm. The lifevest delivered an inappropriate treatment shock at 16:43:37 while the patient was in an idioventricular rhythm at 80 bpm. The post shock rhythm was an idioventricular rhythm at 45 bpm. The patient was taken to the hospital. The patient reportedly passed away on (B)(6) 2019 while not wearing the lifevest. There is no indication that the inappropriate defibrillation event caused or contributed to the patient's passing.

Manufacturer narrative:
Download data regarding the treatment event was received on (B)(6) 2019. There was no death or device malfunction associated with the inappropriate defibrillation events. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No indication that the malfunction caused or contributed to the inappropriate treatment event or the patient's death as the patient was not wearing the device at the time of death. The electrode belt sn (B)(4) have not been yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. There is no indication at this time of any issue with the response buttons as they were used multiple times during the day of the event upon start-up of the device. Manufacture date: monitor: 08/06/2014. Electrode belt: 11/17/2015. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was oversensing of low amplitude cardiac signal and CPR artifact. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm.